Event description:
It was reported via repair work order that the brakes were not holding due to worn crank assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer decided not to repair bed.